Event description:
It was reported that the patient would charge to 50% and by the next day the implantable neurostimulator (ins) would be at 0% and turn off. Longevity calculator estimated recharge interval to be 7.97 days. Electrode 0 had impedances of 17,000 ohms, electrodes 1 and 2 were in the 1,800 range, electrode 3 read 1,200 range, electrodes 4-7 were ranging from 900-1,100 range and electrodes 8-15 were between 700-1,000 range. Impedances were tested at 3.0v. Electrode 0 was being used in all three programs. Lead 0-3 was the lead with the highest impedances. The patient was programmed at d1: 3.75v, 300pw, 30hz, 7+, 4- electrodes used, and impedances=276 ohms; d2: 3.10v, 330pw, 30hz, 7+, 4- electrodes used and impedances=390 ohms; d3: 4.45v, 300pw, 30hz, 4+, 8- electrodes used and impedances =329 ohms. Group impedance was re-ran after taking off 0, d1=281 ohms, d2=402 ohms, and d3=338 ohms. The values increased slightly by removing the 0. By taking off 0 they were able to use lower amplitude settings. With the new settings the estimated recharging time was 8.43 days. Additional information received reported that the patient was reprogrammed without using electrode 0. Patient was able to receive effective therapy. Patient was also able to fully recharge the ins. It was noted that the charge lasted 3 days. Patient had good coverage and was happy with the new settings.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).